Event description:
It was reported by the customer, during use, catheter rupture near the junction between anchor sleeve and catheter start. Additional information received 3/11/2024 - it was reported there were no consequences for the patient; device removed.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.